Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for arteriovenous malformation using an apollo catheter 5.0cm, there was severe vessel tortuosity in the middle cerebral artery with a diameter of 2.5 millimeters. The catheter pre-detached during the injection of a liquid embolic, causing a feeder to become blocked. There was a premature detachment of the tip, and friction or difficulty was experienced during the injection. Force was applied during the removal of the catheter. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use. The catheter tip was not returned as it remained in the patient. No surgical or medicinal intervention was required, and the patient outcome was reported as alive with no injury. Ancillary devices: guide catheter neuron, liquid embolic squid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the catheter pre detachment was not determined. There are no future plans to retrieve the catheter tip. There was no note of vessel calcification. There was no kink/damage noticed on any of the devices.

Event description:
Additional information was received stating that according to the physician's update, the tip was at feeder near m3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.